Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and revealed two small brown particles embedded in the plastic of the vented blood chamber. The reported condition was verified. The cause of the condition was determined to be due to a manufacturing issue. To correct the condition, the supplier of the component has been notified of the condition and awareness training has been provided to appropriate personnel. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber of a blood administration set had brown marks on it. This was found during priming with normal saline. There was no patient involvement. No additional information is available.